Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the product cracked and leaked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20065955 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure could also not be identified without a failure investigation. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that as lvp 20d 2ss cv was cracked and leaking. The following information was provided by the initial reporter: material no: -2420-0007, batch no: 20065955. It was reported that product cracked and leaking cytotoxic medication.